Event description:
During an angioplasty / stenting treatment procedure involving a lesion in the carotid artery, the f/g adante balloon would not inflate. No additional information is available at this time.

Event description:
It was further reported that during a carotid angioplasty/stenting treatment procedure involving a calcified and 90% stenotic lesion in a tortuous carotid artery, the adante balloon would not inflate when attempting to pre-dilate the lesion for stent placement. The pt was asymptomatic during this event. A 6f/90cm arrow introducer sheath, a 0.014" angiosound guidewire and an encore inflation device were also used in this case. The adante catheter was removed and replaced with another catheter to successfully complete the procedure.